Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, too many patients appeared on the list. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where too many patients were displayed on the list, and they could not see the usual list of patients on the medstation screen. A technical support specialist (tss) checked the station logs and confirmed that there were no issues with the patient load summaries. The tss stated that the too many patients error specifically means that patients will not automatically load into the all available patients list and will need to be searched for manually. The tss also stated that the error message depends on multiple factors such as multiple areas assigned in the station's configuration, multiple units assigned to each area, and a large patient inactivity period associated with the station. The tss provided guidelines for the maximum number of active patients and explained the multiple factors that can cause the issue. The system functioned as intended after the technical support specialist assessed the device.